Manufacturer narrative:
G4: 19mar2020 b4: (B)(6)2020. The biomedical engineer replaced the motor controller (mc) board to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer contacted product support and was advised to check the blower rpm by setting the pressure to 0. The customer mentioned the rpm doesn't increase over 3000. Product support asked the customer to swap the blower from the working device. The unit was not in use on a patient. The customer has done troubleshooting and found the motor controller board is defective. The customer requested for a quote for the motor controller board .